Event description:
It was reported that the device emitted unusual piston noise during rewind and dispense, generated an error 38 during a supply change, and subsequently failed to advance insulin, with a dry run succeeding but insulin-filled cartridges not fitting properly or delivering drops, indicating a consecutive stalled motor and mechanical malfunction of the pump¿s drive/piston assembly. Symptoms included no insulin delivery. Outcomes included interruption of therapy and the need for device replacement. Investigation included phone-based troubleshooting and a dry run that passed without insulin, followed by attempts with multiple new cartridges and supplies that failed to seat or deliver insulin. Investigation of this case revealed a device malfunction consistent with a stalled motor and impaired piston movement, with cartridge fitment difficulties suggesting a drive mechanism or chamber tolerance issue. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure of the motor/drive train leading to stalled delivery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description: the device did not have an alert 38 present in the notifications menu. Multiple dry leadscrew runs were completed successfully with no issues. Engineering logs were downloaded. Upon reviewing the logs, no evidence of alert 38, 41 or occlusion alerts were found. No faults were found with the device; performed as intended.